Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a deformed rubber stopper sitting crooked in one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a deformed rubber stopper sitting crooked in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation showing the cocked stopper. A total of 100 retained samples were visually inspected, and no cocked stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper cocked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.